Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hypoglycemia on unknown date with unknown blood glucose value. Customer stated that insulin pump not stopping to deliver him insulin. Customers¿ wife found him unconscious the next morning and called paramedic to bring him to the hospital. Customer stated that his auto mode was working at the time of the incident. Customer will not use a insulin pump and will just continue his insulin injections. The device will not be returned for analysis.

Manufacturer narrative:
Event date information was missing from initial report. Updated summary narrative has been provided with this report, and event date updated in this report. Harm code of coma has been changed to loss of consciousness in this report. (B)(4).

Event description:
The customer reported via phone call that the customer was hospitalized due to hypoglycemia on (B)(6) 2020 with unknown blood glucose value. Customer stated that insulin pump did not stop delivering insulin to him. Customers¿ wife found him unconscious the next morning and called the paramedics to bring him to the hospital. Customer stated that his auto mode was working at the time of the incident. Customer will not use an insulin pump and will just continue his insulin injections. The device will not be returned for analysis.